Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. A clear root cause could not be established. Investigation summary: the catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a catheter was received. The test guide wire went through the catheter with slight resistance. The tube had a kink at 65 cm from the tip of the catheter. The aspiration test was performed, and nominal aspiration level was achieved. Therefore, the investigation is confirmed for the reported deformation issue. A clear root cause could not be identified but a damaged helix / tube represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, it was reported that after the first passage, the hcp attempted to flush the catheter, but it would no longer aspirate. There was no reported patient injury.